Event description:
The customer reported the system displayed a pre-charge error code and thereby failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The circuit breaker was reset. The system was then found to be operating as intended.